Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke and infection have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Pump thrombus/thrombosis , stroke, and infection are known potential complication associated with all patients implanted with vads. The heartware hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The hvad pump, (B)(4), was not returned to heartware for evaluation and an autopsy was not performed on the deceased patient. Review of the manufacturing documentation confirmed that hvad pump met all requirements for release. An analysis of the controller log files confirmed loss of power for at least seventeen minutes and possibly as long as thirty-two minutes before a successful power up and pump start. The last data entry prior to loss of power revealed a battery with 31% charge was connected as one power source, but the second power source was disconnected, with an active power disconnect alarm noted. Several low flow alarms indicating flow less than 2.5 l/min started two minutes after the pump restarted and lasted until what appears to be a discontinuation of support or controller exchange indicated by a vad stop alarm (vad disconnected) that occurred approximately one and half hours later. While the root cause of the loss of power and associated pump stop cannot be determined based on the available information, analysis of the controller log files indicate that the actual cause of power loss was either an accidental disconnection or a battery failure since no critical battery alarm occurred prior to the loss of power. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. Device remains implanted.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately two years and seven months post hvad implantation, the patient was admitted to an outside hospital for an unrelated event when he/she was found in the room with the pump stopped. Cardiopulmonary resuscitation efforts were unsuccessful in reviving the patient. Preliminary log file analysis performed by a heartware engineer confirmed loss of power for at least seventeen minutes and possibly as long as thirty-two minutes before a successful power up and pump start. The last data entry prior to loss of power revealed a battery with 31% charge was connected as one power source, but the second power source was disconnected, with an active power disconnect alarm noted. Several low flow alarms indicating flow < 2.5 l/min started two minutes after the pump restarted until what appears to be a discontinuation of support or controller exchange following a vad stop alarm (vad disconnected) that occurred approximately one and half hours later.